Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that the luer lock that connects to the three way stopcock and tube could not be connected during an eye surgery. The connection became detached when the probe was in use. The user tightened the connection, however, to resolve the issue the connection was reinforced with surgical tape. There was no patient harm. Additional information and product sample were requested for this report.

Manufacturer narrative:
A device history record review for the reported lot showed that the product was released per specifications. Only an infusion manifold and infusion cannula were returned for evaluation. It is important to remind the customer to return all products associated with the event for a full evaluation. Additionally, the returned infusion manifold was cutoff and the infusion cannula tubing also had a cut on the tubing. A yellow stopcock connected the infusion cannula and infusion manifold to test for a loose connection or leakage in the line. The components were handled in different orientations and were confirmed to have no loose connection. No anomalies were observed, the components were able to fully engage. The root cause of the customer's complaint could not be established; the returned sample could connect properly and fully engage without any loose connection. (B)(4).